Event description:
Resident was being transferred with 2 nsg assistants assisting with a lift. When resident was raised on lift, the lift sling strap broke causing resident to fall to the floor. The resident was not injured. The strap did not show any fraying or wear prior to transfer. The break in the strap occurred in the middle of the strap, not at any seam.